Manufacturer narrative:
(B)(4) protruding staples. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was returned with only four staples that were noted to be protruding. This is consistent with not closing the device completely before firing the device. The sequence starts by squeezing the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Continue to grasp and manipulate the instrument using the closing trigger until ready to fire the instrument. Do not grasp the firing trigger before the instrument is to be fired. If the firing trigger is grasped before the device is latched completely, it can result in the device ejecting staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, when the device was fired, staples did not form correctly. When the bowel was cut there was leaking. A new device had to be opened and fired. There were no adverse consequences for the patient.